Event description:
Healthcare professional reported left capsular contracture grade ii, rupture, siliconomas, and cysts which are not considered device related. Device has been explanted.

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.